Manufacturer narrative:
The device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. The lot number is unknown, therefore the manufacturing records could not be reviewed. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: the event happened in (B)(6) 2017, but an exact day was not provided. (B)(4). Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during surgery a plastic-like material was found in the patient's eye when the viscoelastic healon was injected into the eye. No patient injury was reported. No further information was provided.